Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin delivery was suspended due to sensor glucose level. The customer¿s blood glucose was 12.6 mmol/l and the sensor glucose was 4.0 mmol/l at the time of the incident. The sensor will not be returned for analysis.